Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient is making an allegation the pump did not deliver and patient has lost confidence in pump and is now using pen therapy instead. Patient tested her blood glucose levels this morning 9.9mmol/l (target range is 6-8mmol/l) bolus advisor offered a correction of 1.6 units at 11.08 a.m. Which patient believes did not deliver. No adverse event alleged. A request was made for the return of the device.